Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. Visual evaluation of the catheter showed the catheter was used, contaminated, and damage. Since the catheter had been used, the damage and breakage is not confirmed to be the result of any manufacturing process, rather due to the user`s application. The user will be referred to the IFU which states, "never pull the catheter back through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the distal tip broke off inside patient. Detailed inquiry description. The dr. Performed an adductor block and successfully placed contiplex tuohy/catheter 331693 system. A few days post sx, the catheter became dislodged, however, the distal tip of the catheter remained in the patient. The patient was not in any pain.